Event description:
The customer reported a diluent leak of approximately 10 ml on the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument as the diluent got on the counter and spilled to the floor. The customer was not wearing any personal protective equipment when the leak was found. Customer technical support (cts) instructed the customer to use personal protective equipment prior to troubleshooting the event. The customer primed diluent and the leak seemed to be coming from the blood sampling valve (bsv) area, but customer was unable to see specific source line or port. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have a risk management / exposure control plan is in place. The field service engineer (fse) fixed leak by replacing pinched tubing at pinch valve (pv39), cbc waste drain pathway of main diluter module. Verification procedure completed. The cause of the leak was the pinched tubing at pinch valve (pv39).

Manufacturer narrative:
(B)(4).